Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone and stated when he pulled the pump out of his pocket the screen was blank. The customer took the battery out and changed the battery and it went through the count down and then back to the blank screen. Troubleshooting was performed. A battery cap will be sent to the customer. It is unknown if the display returned. The customer's blood sugar was 61 mg/dl.